Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for high blood glucose and the reading was over 500 mg/dl. Troubleshooting was performed and the programming was correct. The customer also stated she received a no delivery alarm, but it was not listed in the alarm history. Nothing further was reported.